Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Reporter phone number is (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that a damaged screw driver shaft (part 03.114.009) and a damaged screw driver (part 311.012) were discovered during an open reduction internal fixation metacarpal procedure. The surgeon had to use excessive force in trying to use the short sleeveless screwdriver and the fracture simply would not reduce. The screwdriver shaft and the damaged screwdriver were not gripping the driver shafts. The surgeon attempted to use the following items but they were ultimately not implanted due to the damaged screwdriver. It was reported that the surgeon had to change from the 1.5mm set to the 2mm set to complete the case. The following devices could not be implanted due to the damaged screwdriver: 1.5mm 6-hole straight locking plate (part 02.114.003), 1.5mm cortex screw 11mm (part 02.214.011), 1.5mm cortex screw 12mm (part 02.214.012), 1.5mm cortex screw 13mm (part 02.214.013), 1.5mm cortex screw 14mm (part 02.214.014) and 1.5mm cortex screw 15mm (part 02.214.015). No complaint is alleged against these implants. Changing from a 1.5mm set to 2mm set did not affect the procedure and patient outcome but did prolong the procedure by 45 minutes. This report is 2 of 2 for (B)(4).